Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that blood was noticed in the red effluent hansen hose, which is indicative of a dialyzer blood leak. Although requested, no further information has been made available at this time.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint event cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) which was unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. A records review was also conducted on the lots that were produced directly before and after the complaint lot. There were no complaint trends found to indicate a systemic issue. The preventive maintenance (pm) was reviewed for the lot production dates. There was no indication of any activities related to the complaint event. A review of the batch manufacturing records did not reveal a probable cause for the customer complaint.